Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The customer reported the nut was missing. The item is not repairable. The cause of the issue is unknown. No service history review can be performed as this is a lot controlled item. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The date of this report field was mistakenly not populated in the initial medwatch report. The date of the initial medwatch report is (B)(4) 2014. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation action was conducted. The report indicates that the one of two knurled tightening nuts is missing on the device. The DHR review shows that the device met fully to our specifications at the time of manufacturing. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. We are not able to determine when and where the missing nut got lost. This complaint is deemed indeterminate from a manufacturing standpoint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the nut was missing from the instrument. No other information is available this is report 1 of 1 for (B)(4).